Event description:
It was reported that during a robotic laparoscopic radical nephrectomy procedure, noticed intraoperatively that a component of bipolar fenestrated grasper had broken off and fallen into the abdominal cavity. The fragment was identified as a white plastic piece that had detached from the jaw of the bipolar fenestrated grasper, and it was removed. Later, the bipolar fenestrated grasper was replaced with another one to complete the procedure. There was no patient injury.

Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper. One image was received for evaluation. The image depicted a bipolar fenestrated grasper with open jaws. The blue energy cable was snapped and the white pulley part was broken. Evaluation of the associated device logs showed an error code for 'motor position limits' was triggered an an after effect of a pulley break. However, the system does not directly log the state of the pulley. The use life of the bipolar fenestrated grasper was five hundred and four minutes with a use count of eight at the time of the error. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.